Manufacturer narrative:
Product complaint #: (B)(4). Batch # unk. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. Additional information was requested and the following was obtained: were the issues with staples not closing tissue notices intra-op or post operatively? Intra-op. How was the issue diagnosed? It is open surgery, after fired, the surgeon ch... Was there an additional surgical procedure performed? If so, how was the issue addressed? No, only used suture to oversew. What is the current patient status? Stable and left from hospital; the patient 's indication: hematochezia for 4 + months, and diagnosed as rectum cancer. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Are the hematochezia and patient hospitalization alleged to be associated with the issues experienced with the tlc75 device? Please explain. Is the device available for return?

Event description:
It was reported: staple malformed. The patient was hospitalized for 4+ months of stool blood. It was reported that the staples could not close the tissue and using stapler to strengthen the closure at the incision.

Manufacturer narrative:
Product complaint #: (B)(4). The following information was requested, but unavailable: are the hematochezia and patient hospitalization alleged to be associated with the issues experienced with the tlc75 device? Please explain. Is the device available for return? Response: no feedback from customer, so no additional information could be provided.